Event description:
It was reported that this implantable cardioverter defibrillator (ICD) had recorded multiple non-sustained ventricular tachycardia (nsvt) episodes and undersensing. The undersensing caused three inappropriate ventricular pacing beats before agc detected the sinus signal. Lead sensing, pacing, and shock impedances measurements were all stable and in the normal range. Boston scientific technical services recommended troubleshooting, programming options and to continue monitoring patient via latitude home monitoring system. Additionally, one shock impedance measurement around 125 ohm and noise on the shock channel was noted. No adverse patient effects were reported. This product remains in-service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please describe event or problem for more information regarding the specific circumstances of this event.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that there was no conclusive evidence that the observed out-of-range impedance measurements were due to a malfunction or an inadequate lead-to-device connection. Out-of-range impedance alerts are not necessarily indicative of a lead system problem. Rather, they are a prompt that the lead/shock impedance value has moved outside of the typical operating range.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) had recorded multiple non-sustained ventricular tachycardia (nsvt) episodes and undersensing. The undersensing caused three inappropriate ventricular pacing beats before agc detected the sinus signal. Lead sensing, pacing, and shock impedances measurements were all stable and in the normal range. Boston scientific technical services recommended troubleshooting, programming options and to continue monitoring patient via latitude home monitoring system. Additionally, one shock impedance measurement around 125 ohm and noise on the shock channel was noted. No adverse patient effects were reported. This product remains in-service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that there was no conclusive evidence that the observed out-of-range impedance measurements were due to a malfunction or an inadequate lead-to-device connection. Out-of-range impedance alerts are not necessarily indicative of a lead system problem. Rather, they are a prompt that the lead/shock impedance value has moved outside of the typical operating range.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) had recorded a yellow alert on latitude for non-sustained ventricular tachycardia (nsvt) episodes. There was also an alert for right ventricular (rv) amplitude out of range. The physician observed a few beats of noise marked as ventricular tachycardia and requested lead integrity analysis due to suspected lead under-sensing. Boston scientific technical services reviewed the available data and confirmed all measurements were stable. There was one shock impedance measurement around 125 ohms on (B)(6) 2021. There were no suspected fracture noises on the data. Recommendations to continue monitoring this patient via latitude home monitoring system. Recently, the patient was evaluated in-clinic for a routine a follow-up appointment, where the shock impedance measurements had increased up to 140 ohms and the rv sensing had decreased. There was no evidence of further under-sensing that had previously occurred. Provocative maneuvers, manipulations, and isometrics were performed, which did not show any evidence of reproducible noise, and the highest impedance observed was 130 ohms. An integrity test and a further evaluation due to the low sensing values were recommended. The physician elected to continue with close remote monitoring. At this time, the system remains implanted and in-service. No adverse patient effects were reported.